Manufacturer narrative:
E: hospital (B)(6). (B)(6). (B)(6). Phone: (B)(6).

Event description:
The service engineer (se) reported that the v60 ventilator would not operate on battery power and only works were plugged in to a power source. There was no patient involvement when the issue occurred. No user impact and/or harm was reported. The issue was replicated/confirmed during the evaluation. Final investigation and disposition are pending.